Event description:
Same case as MDR ID: 2134265-2015-04245, 2134265-2015-04246 and 2134265-2015-04247. (B)(4). It was reported that myocardial infarction (mi) and vessel dissection occurred. In (B)(6) 2015,the patient's qualifying condition was stable angina. The electrocardiogram (ECG) and the index procedure were performed. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 100mm long. The lesion was treated with pre-dilatation and a 2.50x38mm promus premier¿ stent which resulted in a non-occlusive dissection grade c, distal to the target lesion that required intervention. The dissection was treated with a 2.25x12 mm promus premier¿ stent. The lesion was also treated with two additional promus premier stents: a 2.50x38 mm and 2.75x20 mm promus premier¿ stent. Post-dilatation was performed, resulting to 0% residual stenosis. One day post procedure, the patient experienced mi. The location was not identifiable, ECG was not performed and no action was taken. On the same day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).